Manufacturer narrative:
The reported event of unable to retract helix was confirmed. As received, a complete lead was returned in one piece with the helix partially extended. The reported event of decrease in sensing was not confirmed. Electrical inspection did not find any indication of conductor fractures or internal shorts. After cleaning, the helix was able to extend and retract. The helix extension length was within specification. The cause of the reported event of unable to retract the helix was isolated to the helix being clogged with blood/tissue.

Event description:
During a follow up, there were low sensing values on the right ventricular (rv) lead. The lead was initially monitored without any intervention. During a later follow- up, a lead revision was scheduled due to the persistent low sensing. During the lead revision, the helix of the rv lead could not be retracted. The rv lead was explanted and replaced to resolve the event. The patient's condition was stable following the procedure.